Event description:
A doctor had alleged that the doors of the snaplink buccal tubes would not stay closed or had broken off, causing the molars to rotate one (1) patient.

Manufacturer narrative:
The doctor had identified two (2) snaplink buccal tubes which were used on the patient; therefore, no catalog numbers were identified in this report. The catalog numbers involved in the alleged incident include 438-2191 and 438-2190. The doctor replaced the patient's buccal tubes, without further incident. To date, the patient is doing fine. The devices involved in the alleged incident were not returned and no lot numbers were provided; therefore, no evaluation can be conducted.